Manufacturer narrative:
Unit had button error alarmed due to corroded on keypad trace. Also, unit had missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 189 mg/dl. Troubleshooting was performed. The device was returned for analysis.